Event description:
The arthroplasty was revised due to pain. The components were implanted in situ for ~1.3 y. The acetabular components and femoral head components were revised.

Manufacturer narrative:
The unknown shell was also listed in this report. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed. Devices were retained at drexel implant research center. Medical records and x-rays were not provided to stryker for review due to irb restrictions at reporter¿s institution. If additional information becomes available, it will be submitted in a supplemental report. Device not returned to the manufacturer.

Manufacturer narrative:
An event regarding pain involving a trident liner was reported. The event was not confirmed. Method & results: -device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. -medical records received and evaluation: insufficient medical records were received for review with a clinical consultant. -device history review: review of the device history records indicates the devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: pain can occur post-operatively for a number of reasons and is a symptom rather than the cause of the issue the patient is experiencing. No device specific failure modes were identified. Based on the device identification the complaint databases were reviewed from 2010 to present for similar reported events for this lot. There have not been any other events. Conclusions: a CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device.

Event description:
The arthroplasty was revised due to pain. The components were implanted in situ for ~1.3 y. The acetabular components and femoral head components were revised.